Manufacturer narrative:
This report is submitted on february 24, 2022.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Subsequently, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 26, 2022.